Event description:
The palmaz (p4010) was delivered mounted on the maxi ld (unk) balloon. The balloon was inflated up to the rbp, however, the stent could not be deployed enough to dilate the target vessel. The balloon did not inflate normally. The stent was removed with the sheath (manufacturer unknown) as a unit from the patient. The procedure was completed using other product without any patient injury. The procedure was an implantation of the stent graft. The stent was not deployed enough. The stent partially expanded. The stent was removed with the stent delivery system. Neither the balloon nor the shaft showed any signs of a burst, tear, or hole. It is unknown if the balloon was fully expanded. There was no loss of pressure on the indeflator. The location of the stent graft is unknown. It is unknown if the stent graft was placed during the same procedure as a result of the failed palmaz. The reason for the implantation of the palmaz is unknown. It is unknown if this was the treatment of a stent graft leak. It is unknown if the maxi balloon expanded to the labeled dimensions. The stent did not migrate after deployment. The lot of the maxi is unknown. There were no problems noted with the stent. A different stent was used to complete the procedure. The device prepped normal. The contrast media and ratio used is unknown. The indeflator used is unknown. It is unknown if the same indeflator was used to complete the procedure. There was no resistance/friction noted. The lesion was moderately tortuous and 80% stenosed. There was no total occlusion. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. It is unknown if the catheter was ever in an acute. The detail of the inflation of the balloon is unknown. The balloon was inflated up to rbp. The balloon maintained pressure during inflation. The balloon deflated normally. There were no problems advancing the balloon catheter to the lesion. The stent could not be deployed. The lesion as treated with another product. The diameter of the vessel and the length of the lesion is unknown. The balloon was not inflating normally to the expected dimension though pressure was applied to the rbp; therefore, the stent could not be deployed. The balloon did not inflate normally. The correct size stent and balloon catheter was used. There was no rationale provided concerning the event.

Manufacturer narrative:
Additional information will be provided within 30 days of receipt. This product is not available for analysis.